Manufacturer narrative:
The mammotome biopsy system is indicated to provide tissue samples for diagnostic sampling of breast abnormalities. The device was returned to the manufacturer and analyzed on (B)(6) 2018. The voc was confirmed. An interface circuit board was observed to be damaged, likely causing the reported smell. The interface circuit board was replaced. The device was functionally tested to confirm suitability for use. Following quality inspection and release, the device was returned to the customer for continued use. Although there was no patient consequence, due to the remote potential of this malfunction to cause or contribute to death or serious injury as a result of a potential device fire, this event was determined to be MDR reportable pursuant to 21 cfr 803.

Event description:
It was reported by the sales manager that prior to a procedure/during set up the customer noticed the cm smelling like burnt hair. They said it is overheating and warm to the touch. The device was not being used when it smelled.